Manufacturer narrative:
(B)(4). The device has been received and will be evaluated by baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a infusor pump with a condition of it infused for a little while, but only one time. This condition occurred during biomedical testing when the device "is turned on and when it is put in "stop/confirm" position" . The area where this event occurred is surgery. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.